Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit he states, customer reports that unit was in use on a patient when they noticed the unit was in standby. Customer reports they did not place the unit into standby. Customer reports unit was on patient when incident occurred but there was no harm to the patient. Customer reports unit had been in standby for 30 minutes. Unit was removed and inotrope (epi) support was provided. Unit was set aside and taken to biomedical engineering department. Upon arrival, fst performed functional check and safety test but found no failures.

Event description:
N/a

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) went into standby mode on its own. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.